Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 130 units after loading a new cartridge. Reportedly, the cartridge was filled with 300 units of insulin. Review of the pump data logs by tandem technical support confirmed the reported issue. Blood glucose level was 96 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate. Additionally, the customer reported that the pump would continue to be used for insulin therapy.